Manufacturer narrative:
The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the evaluation of the received product (there was no marks on the device, it seems it wasn't implanted) and the recurrence of this type of event for this implant, it is assessed that the cause of the event is an excessive screwing while loading of prosthesis on inserter. Indeed, overtightening the inner rod that secures the implant-locking nut to the implant inserter will unscrew the locking nut from the peek holder and disassemble the device. The mobi-c surgical technique warns to stop threading (the inner rod) as soon as full contact is achieved in order to avoid opening the disposable implant holder and releasing the implant. However, for the lack of information received from the reporter this hypothesis could not be validated, the cause for the event cannot be determined. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue.

Event description:
Mobi-c p&f us: disassembly. Lonely information was provided: "the implant came apart during insertion and they felt this was not the doctor¿s fault". The surgery was completed successfully with another implant of the same size. Attempts have been made and no further information has been provided.